Event description:
Customer stated, "seems like melted on one side." The product was returned for investigation. An investigation was done to look into the customers complaint. The pad was tested by quality control technician and the pad was heating and functioning properly. There was no evidence of switch or heating pad melting.